Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Confirmed most recent battery voltage measurement states: n/a concomitant medical devices: 419688 lead, implanted (B)(6) 2013, 507652 lead , implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the clinician reviewed a remote transmission and observed a "not taken" indication on the battery voltage value. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.